Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The problem was not confirmed, as there was no sample available. The cause of the peritonitis could not be determined, as no device malfunction nor use error was identified during the report.

Event description:
It was reported that the patient experienced peritonitis coincident with dianeal therapy for peritoneal dialysis (pd). The patient was hospitalized for this event. Treatment for this event was not reported. The patient was discharged from the hospital three days later. The cause of the peritonitis was unknown. The patient recovered from the event of peritonitis. Dianeal therapy was ongoing. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A review of all batch record documents was performed for associated lot numbers h12b08047, and h12j01053 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should relevant additional information become available, a follow-up report will be submitted.